Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 3 years, 4 months. The device was returned for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient underwent a pump exchange on (B)(6) 2015 due to suspected thrombus. No additional information was provided.

Manufacturer narrative:
The explanted pump was returned for evaluation. Upon disassembly of the pump, a long, red thrombus formation was found wrapped around the proximal side of the rotor body, partially occluding two of the rotor vanes. While its origin could not be conclusively determined, the non-laminated structure of the thrombus suggests that it did not originate on the rotor and initially developed in another location. The thrombus showed evidence of slight denaturation in a few areas, indicating that it was present in the pump while it was supporting the patient. Examination of the interior of the outlet elbow revealed distinct patches of tissue-like deposition on various areas of the textured blood-contacting surface. The structure of the depositions suggests that they developed in the locations in which they were found. The depositions were strongly adhered to the blood contacting surface and were minimally obstructive to the blood flow pathway, suggesting that they were unlikely to have contributed to a functional issue. Examination of the proximal-side of the outlet stator revealed a small, white tissue-like deposition situated adjacent to the bearing ball and on one stator blade. The deposition lacked lamination and was not adhered to the blood-contacting surfaces. The origin of the deposition could not be conclusively determined; however, the lack of denaturation on the deposition and absence of contact marks on the outlet portion of the rotor and outlet bearing cup suggests that it was not present while the pump was operating. The size and structure of the deposition suggests that it was unlikely to have contributed to a functional issue. A specific cause for the development of the observed depositions as well as a duration of time for which they were present in the device could not be conclusively determined through this evaluation. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process, and the pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.